Event description:
Nine reports of patients with various injuries post-op including neuropathies, edema, bruising, petechiae, blisters and pain. All patients were of various ages, genders, size and nationalities and had undergone surgical procedures of varying types and lengths. No consistencies were found in anesthesia care providers. All patients recovered from their injuries. Specific information follow: the patient was placed in supine position, the cuff was placed on the right upper arm. The patient experienced musculocutaneous neuropathy, weakness and parasthesias in distribution of musculocutaneous nerve.